Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified.

Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. The initial result was 0.13 iu/l. This result was reported outside of the laboratory where the physician requested the patient be re-drawn. The result from the 2nd sample was 139 iu/l. The customer repeated the original sample with a result of 132 iu/l. No adverse event occurred. The hcg + b reagent lot number was 329446. The expiration date was not provided. Qc results were acceptable. The field service engineer (fse) visited the customer site and did not find a root cause. Instrument performance testing was acceptable. Qc results were acceptable. Rack adapters were not used for the sample tube.